Event description:
Account states that there is a calibration problem; pump needs to be tested. Additional information: per biomed, the pump was being tested for accuracy during regular preventative maintenance. The pump was set at a rate of 50ml with a volume to be infused of 200ml and 600ml. The outputs were 140ml and 540ml respectively. There were no reports of any patient incidents involving this pump.